Event description:
Information received indicates the bed has a high ground resistance reading.

Manufacturer narrative:
The hill-rom technician found the bed had a high ground resistance reading due a loose ground prong on the ac power cord.